Event description:
The nasogastric tube was placed in the lung with medications given one time. The rn inserted the tube twice and had difficulty auscultating the air inserted. Pt had no respiratory distress. Upon further investigation, many rns expressed difficulties with this specific tube and size. First, the rns state the tube bends and coils easily and is difficult to insert. Second, they state upon removal of the wire stylette, the tube coils and placement is altered. The rns state that when they were unable to insert this tube, they were able to insert the other MFR's 10 fr.